Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the tip of the device broke while placed in the patient's cavity. No patient injury was reported. No additional information available at this time.